Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there was a universal asynchronous receiver-transmitter (uart) communications error in the data saved to the system. It was reported that during the lobectomy, while firing vascular loads, stapling proceeded without any issues and was considered safe. However, when the surgeon switched to a black reload for the bronchus, the reload initiated the firing sequence but stopped almost immediately, releasing open staples but did not staple the tissue, and the knife did not advance. The reported issue was not confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of uart error that has no relationship to the reported condition. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm (lot # n5a1571y) sigphandle, sig power sigphandle handle (serial # (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the lobectomy, while firing vascular loads, stapling proceeded without any issues and was considered safe. However, when the surgeon switched to a black reload for the bronchus, the reload initiated the firing sequence but stopped almost immediately, releasing open staples but did not staple the tissue, and the knife did not advance. Afterwards, the surgeon opened a manual stapler and fired another black reload from the same batch without any issues.